Manufacturer narrative:
Batch review performed on 07 nov 2025. Ball heads: mectacer 01.29.208 mectacer head biolox delta dia.36 12/14-s (k112115) lot 2500121: (B)(4) items manufactured and released on 27-jan-2025. Expiration date: 2030-jan-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Liner: mpact 01.32.3648hct flat pe hc liner d 36/f (k103721) lot 2503778: (B)(4) items manufactured and released on 27-mar-2025. Expiration date: 2030-mar-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
At 1 month from the primary, the patient came in due to an infection and the pathogen is unknown. The surgeon performed a washout and swap the head and liner. The surgery was completed successfully.